Event description:
It was reported that the patient underwent a coronary stenting procedure in the mid circumflex coronary artery, with implantation of an unspecified stent. Post dilatation was performed using a 5.0 x 12 mm nc trek dilatation catheter. Two inflations were made, both for 15 seconds at 12 atmospheres. After the second inflation, the balloon did not fully deflate. An attempt was made to remove the dilatation catheter; however, the device appeared to be stuck on the stent and could not be removed. Multiple attempts were made to remove the device and the physician finally removed all devices as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue was not confirmed due to the condition of the returned device. The difficult to remove from the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for difficulty to remove. Based on the information reviewed, there is no indication of a product deficiency.